Event description:
It was reported the customer was hospitalized on (B)(6) 2015, due to high blood glucose levels, diabetic ketoacidosis, and a virus. Customer was treated with antibiotics and insulin injections and released on (B)(6) 2015. Customer had to return to the hospital on (B)(6) 2015 due to blood glucose level becoming elevated again. It was found that customer had a kinked cannula. Customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.